Event description:
It was reported that this implantable pacemaker recorded atrial tachycardia response (atr) episodes that were inappropriate due to far-field oversensing. Technical services (ts) was consulted and provided troubleshooting and reprogramming recommendations. Ts also advised the battery longevity is stable and recommended the patient to be evaluated in-clinic for further evaluation. At this time, the pacemaker system remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this implantable pacemaker recorded atrial tachycardia response (atr) episodes that were inappropriate due to far-field oversensing. It was noted a concern for possible premature battery depletion (pbd). Approximately eight months prior, the device showed an estimated remaining longevity of 4.5 years. Currently, the estimated remaining longevity had decreased to 3.5 years. Technical services (ts) was consulted and provided troubleshooting and reprogramming recommendations. Ts also advised the battery longevity has been stable over the past two years and recommended the patient to be evaluated in-clinic for further evaluation. At this time, the pacemaker system remains in service and there was no adverse patient effects reported.